Event description:
Allegedly the patient is experiencing mom complications (right hip). The patient has not yet scheduled explantation of the right hip implant. Additional information received from litigation on 02/16/2018. Allegedly the patient was revised due to large metal on metal type cyst posteriorly, also a large extension anteriorly and into the medial pelvis. Corrosion noted at the head and neck junction. (Right).